Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional details were requested but not provided. The patient sample was not available for investigation.

Event description:
The customer alleged they received questionable igg antibodies to (B)(6) results for one patient on their e601 analyzer. The customer stated they repeatedly obtained (B)(6) results on a patient that repeatedly had (B)(6). The same samples were repeated using an eia method and (B)(6) results were reported. The customer stated that in (B)(6), the patient had a sample tested and the results were (B)(6). The patient had a sample drawn on (B)(6) 2014. On (B)(6) 2014 analysis was performed on the e601 analyzer. The (B)(6) result was (B)(6) and it was (B)(6). The (B)(6) result was (B)(6) and it was (B)(6). Both of these results were reported outside the laboratory. According to the customer, because the patient presented (B)(6), the sample was repeated using the eia method in a different laboratory. The (B)(6) result was (B)(6). The customer also provided (B)(6) results from (B)(6) 2014. The (B)(6) result was (B)(6). The (B)(6). Information on whether these results came from the same sample as the initial results was requested but not provided. There were no adverse events. The (B)(4) reagent lot number was 174277 and the expiration date was 12/30/2014. The (B)(4) reagent lot number was 174834 and the expiration date was 01/30/2015.